Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was over 400 mg/dl with a trace level of ketones and the customer was not feeling well. The high bg was addressed with an insulin pen. The contact discussed the high bg with a clinical diabetes specialist. The bg level started to decline (300 mg/dl) and was continuing to lower.